Event description:
It was reported to the manufacturer, by the end user, per the end user, that as emailed to report an incident that allegedly involved the following product or device: hi-low motor kit for easycare bed . As reported that the following occurred at unknown: to when she changed it out and released the old motor and when pulling the pin out allegedly the motor shot out with such force the slammed into the bed frame on the other side of the bed and the bed fell within 2 inches of her chest. There were no injuries according to as. The product has been taken out of use. The resident's weight is na lbs. It is unknown how many people were present during the incident. When asked about an ideal outcome, as said: a call to determine why this happened and insure it doesn't happen again. I said that we would discuss with the supplier and follow up with the facility 24 hrs. Customer stated - I have change many many many motors on bed and never had this happen. Complaint #(B)(4) amd ra #(B)(4) has been entered into our system to have the product returned for investigation. As of this time, the product has not been returned.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.